Event description:
It was reported that the surgeon revised left total knee triathlon. Patient had fallen and knee became unstable and loose. Triathlon ts was used. It was noted that the surgeon stated that the revision not related to implants.

Manufacturer narrative:
A valid catalog number and lot code were not provided. The device was reported as an unknown triathlon baseplate. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.